Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. It was reported that the patient¿s implantable neurostimulator (ins) was replaced as their healthcare professional (hcp) did not feel it was ¿reacting as normal¿ and that ¿it was not doing as good of a job¿. This occurred about 4-5 years ago. There were no further complications reported or anticipated.